Event description:
The pt is not registered as having an implantable device. The pt's attorney notified the MFR alleging "...defendant installed a medtronic neurostimulator in plaintiff in 1999 and at said time the device was defective in design and MFR and as a result thereof plaintiff suffered injuries as herein alleged."